Event description:
Patient has experienced pain in left hip over last recent months. During surgery, large amount of grey stained tissues noted around joint. Acetabular component frankly loose. Notch noted in femoral stem neck. Large amount of grey stained tissue noted around calcar, with osteolysis in this region.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.